Manufacturer narrative:
Additional narrative: (B)(4). The device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery device was burning on the table after being charged by the battery charger device. It was reported that the event occurred before being used on the patient. The reporter stated that the battery device was removed from the battery charger device after being charged then placed on an empty table for use in the operating room. It was reported that the operating room nurse left the operating room to bring in additional surgical equipment. On returning to the room, the nurse found the battery device was burning on the table. The battery was distinguished on the table with water by the operating staff, lifted from the table, and transported to the corridor. It was reported that the fire alarm was not triggered by the fire. It was further reported that the operating room was not evacuated. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the battery and the charger were returned because the handpiece was not involved. There was no patient involvement and the surgery was not delayed as a result of the event. Also there were no burns to other medical devices or physical damage to the operating room or to any person and no one has inhaled any smoke. No person was harmed. It was reported that there was a spare device available to be used. It was reported that there was no allegation of malfunction against the battery charger device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the battery had no function. It was noted that the battery housing is in several places melted / deformed due to heat generation. The housing was dismantled and it was found that the fire was caused by a short circuit inside the battery. It was determined that two contacts / conductors have touched each other. It was further determined that since a few dents on the housing are visible, it appears that the battery got dropped which resulted in damage inside of the battery. The short circuit has arisen as a consequential damage. The assignable root has yet to be determined as the investigation is on-going. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The battery device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.